Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed. The allegation was confirmed as the reviewed of memory noted the battery voltage was 2.836v, the voltage capacity was 1400mah, and eri had not tripped. Review of memory noted the pg reverted to safety mode.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and will be return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and will be return for analysis. No adverse patient effects were reported.